Event description:
Procedure type: unk. According to the reporter: the surgiwant l hook fell off the wand. It was recovered from the surgical site without further incident.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2012.